Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The oad referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used in the common iliac artery (cia) to prepare for placement of an impella device. After six treatments, the viperwire guide wire flipped and fractured during an attempt to retrieve the guide wire. The guide wire flipped and prolapsed due to the oad being repositioned, leading to the guide wire being pulled back and bent. The viperwire was straight in the aorta prior to the flipping. The viperwire spring tip lodged in the strut of the stent that was placed. Approximately three centimeters of the guide wire remain in-vivo. There was no difficulty wiring or delivering devices. There was no wire bias observed. The patient does not have any concerns about potential long-term risks to the patient. There were no patient complications and no clinically significant delay. The patient was discharged after three days in stable condition.

Event description:
It was reported orbital atherectomy was being performed in the common iliac artery (cia) to prepare for placement of an impella device. After six treatments, the viperwire guide wire flipped and fractured during an attempt to retrieve the guide wire. The guide wire flipped due to the oad being repositioned, leading to the guide wire being pulled back and bent. The viperwire spring tip lodged in the strut of the stent that was placed. Approximately three centimeters of the guide wire remain in-vivo. There was no difficulty wiring or delivering devices. There was no wire bias observed. The patient does not have any concerns about potential long-term risks to the patient. There were no patient complications and no clinically significant delay. The patient was discharged after three days in stable condition.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. The wire was returned fractured at the proximal end of the spring tip and the core wire is prolapsed at the strain relief. Sem analysis of the fracture face identified evidence of fatigue failure. This is consistent with the oad being spun within 10cm of the spring tip, and in the presence of a high stress environment such as a bent or deformed guide wire. It should be noted that the stealth peripheral instruction for use (IFU) warns: "do not prolapse or bend the guide wire core. If the spring tip becomes prolapsed, keep the bend/prolapse contained within the spring tip section only. Spinning over a prolapsed or bent guide wire core can result in damage to the guide wire or oad.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4755, 4118, 3233, and 11 no longer apply).